Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, completely broken off reservoir tube lip, cracked reservoir tube window, dog chew marks and scratched case.

Event description:
The customer reported via phone call that dog got a hold of the pump and damaged. The customer¿s blood glucose level was 207 mg/dl. The customer stated screen is scratched and where the reservoir goes it is all chewed up. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.